Event description:
Additional information was received stating that the replacement serial cable resolved the communication issues. The suspect serial cable has been returned to the manufacturer where analysis is currently underway.

Event description:
Analysis of the retuned tablet serial adapter cable has been completed. Analysis confirmed a broken lead at db9 interface of db9 to usb serial adapter communication cable. The cause for the reported communication issues is associated with two open wire connections in the returned serial cable. No other anomalies were identified.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
It was reported that the physician's tablet died and won't communicate. It was reported that a "funny error message" was observed. It was reported that there is an interruption in communication and the tablet will reboot for no reason. The physician indicated that two tablets are needed when interrogating patient's generators because the tablet always stops working with multiple error messages. A new usb cable was requested and additional troubleshooting will be performed when it is received. No additional relevant information has been received to date.